Event description:
Non-specified repair request initiated for device. No pt impact was reported. This repair request was escalated to complaint on evaluation due to the foot being cut and detached. On follow-up, it was noted that this condition was identified during a case and the detached portion was retrieved. It was confirmed that there was no pt impact.

Manufacturer narrative:
Comments: report confirmed. The footed portion was cut and detached. On follow-up, it was confirmed that there was no pt impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff".